Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The partial lead was returned for patient death. As received, a partial lead (only the connector portion) was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.